Event description:
Patient changed the insulin cartridge, infusion set tubing, and the adapter, then primed, but after approximately 25 u of insulin was primed no insulin dripped from the infusion set tubing. Patient then discovered insulin in the insulin cartridge compartment. No device errors were reported as having been generated. Patient's blood glucose was not affected, and no treatment was received.